Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-50. Serial: (B)(6). Batch: 7076995.

Event description:
It was reported that the patient had a possible lead fractured.

Event description:
It was reported that the patient had a possible lead fractured. Additional information was received that the patient had inadequate pain relief. It was determined that one of the patients leads had high impedance contacts. The physician decided to replace the lead and the patient was doing well postoperatively. The explanted lead was discarded by the medical facility.